Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the device had a crack on the reservoir compartment. The customer's blood glucose level was 199 mg/dl. The device was replaced and returned. No further details were provided.